Event description:
It was reported that while they were administering treatment to the patient using the arctic sun device (sn# (B)(6)), the device showed an non-recoverable alarm. The machine displayed an alarm as 'system failed to start'. It was noted that the user did not exposed to hazardous, blood, or bodily fluids.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was an open power circuit card. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a power circuit board. It was noted that the device showed an non-recoverable alarm. The machine displayed a alarm as 'system failed to start'. It was confirmed that a spare part power circuit board was ordered to resolve the issue. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while they were administering treatment to the patient using the arctic sun device (sn# (B)(6)), the device showed an non-recoverable alarm. The machine displayed a alarm as 'system failed to start'. It was noted that the user did not exposed to hazardous, blood, or bodily fluids.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that while they were administering treatment to the patient using the arctic sun device (sn#: (B)(6)), the device showed an non-recoverable alarm. The machine displayed a alarm as 'system failed to start'. It was noted that the user did not exposed to hazardous, blood, or bodily fluids.